Manufacturer narrative:
Citation: zibdeh o randomized trial of the carpentier-edwards supra-annular prosthesis versus the medtronic mosaic aortic prosthesis: 10-year result.eur j cardiothorac surg. 2018 feb 1. Doi: 10.1093/ejcts/ezx512. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding randomized trial of the carpentier¿edwards supra-annular prosthesis versus the medtronic mosaic aortic prosthesis. All data were collected from a single center between january 2001 and march 2005. The study population included 398 patients (predominantly male; mean age 74 years), 205 of which were implanted with medtronic mosaic valve. The serial numbers were not provided. Among all patients in-hospital, 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients 171 deaths occurred due to cardiac and non-cardiac causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: paravalvular leak (pvl), thromboembolism, atrial fibrillation, pacemaker implantation, structural valve dysfunction (svd), leaflet calcification, malcoaptation, non-structural valve dysfunction (svd), endocarditis, major bleed, valve-related reoperation and aortic insufficiency. Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.